Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer reference report: 1627487-2019-06320, and 1627487-2019-06322. It was reported that the device was explanted approximately 14 months ago (exact date was not provided) due to lack of therapy. Reprogramming was attempted without success. Field representative was not made aware of the explant at the time. No further information obtained as the patient no longer has abbott products implanted.

Event description:
Manufacturer reference report: 1627487-2019-06320, and 1627487-2019-06322.